Manufacturer narrative:
(B)(4).

Event description:
It was reported that the driver tip (rash3n) fractured when removing it from the crown. The driver tip fractured inside of the crown and the doctor was able to remove it successfully.

Manufacturer narrative:
One narrow hex driver was returned for inspection. A visual inspection revealed that the device showed signs of wear consistent with use. The device is fractured in half. The alleged complaint is therefore confirmed. No device lot number was provided so a device history record review and a complaint history review could not be performed. Appropriate documentation was reviewed and the following information was identified: p-iis086gi rev. F 11/2015 and instsm rev d 02/16. Information identified: pick-up and delivery of implant: care must be taken when inserting the implant placement driver tip into the implant. A very low rpm must be used as you approach the internal connection of the implant with the driver tip to properly align the internal hex of the implant with the external hex of the driver. Press down firmly to engage the implant securely. A root cause for the complaint could not be determined. The following sections have been updated: date of this report. Manufacturer. Unknown lot number narrative was not included in the initial report. Contact office. Manufacturer's contact office. Date received by manufacturer. Checked "follow-up". Checked follow-up type. Changed "no" to "yes". Entered evaluation codes. Added manufacturer narrative.

Event description:
No further event information available at the time of this report.